Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. It was noted that the patient does not need tachy therapy and the device is programmed to aai. No adverse patient effects were reported.